Event description:
Info received indicates there is no battery power when the bed is unplugged, but the siderail battery status led is lit, indicating the batter is charged.

Manufacturer narrative:
The technician found the battery was weak. He replaced the battery to repair the bed.